Event description:
Allegedly, the patient was revised due to the following mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility (right).

Manufacturer narrative:
After the initial report, it was determined that the product reported was incorrect. We have updated the product information. It was determined that pain and tissue damage should be added to the incident mode.

Manufacturer narrative:
After the initial report it was determined that the product reported was incorrect. We have updated the product information.

Manufacturer narrative:
After the initial report, it was determined that the product reported was incorrect. We have update the product information. It was also determined tat pain and tissue damage should be added to the incident mode.